Event description:
It was reported that the patient had their catheter replaced in (B)(6) 2011. The reason for the replacement was not provided. The patient further reported that in the last few months leading to the report date, the patient had been "falling often." The patient also experienced seizures on (B)(6) 2012; however, the reporter stated that the seizures were not related to pump, but were probably related to "high doses of lyrica" that pt. Was taking. The patient was taking 200 mg of lyrica periodically through the day to equal 600 mg daily, which is the maximum dose, according to the reporter. The patient was contemplating a new healthcare provider for pump management. The next refill date was to be (B)(6) 2012. The medications in the pump were dilaudid and morphine. Nor patient or event outcomes were provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.

Manufacturer narrative:
(B)(4).